Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Visual inspection found outer insulation breached in-vivo/ environmental stress cracking. (B)(4).

Event description:
The lead was returned to the manufacturer after being removed. Follow up indicated the patient had died in a manner unrelated to the event. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.